Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of erosion and tissue damage are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) had pressure issues. Upon surgery, the physician discovered that the patient had urethral injury and erosion. As a result, the aus was explanted. No further patient complications reported.

Event description:
It was reported that this artificial urinary sphincter (aus) had pressure issues. Upon surgery, the physician discovered that the patient had urethral injury and erosion. The physician believed the device could have been sized wrong which led to part of the erosion. As a result, the aus was explanted. No further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of erosion and tissue damage are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).